Manufacturer narrative:
Lifescan has requested the return of the subject meter for eval, but has not yet received it. If the meter is returned, lifescan will evaluate it and, if the meter does not pass inspection, lifescan will inform FDA of the results in a supplemental report.

Event description:
The pt had contacted lifescan and reported that her one touch ultra meter's test strip port was damaged. Medical affairs specialist had called and left a message for the pt. A letter will be sent since, there was no response back. The pt had reported that the test strip port on the meter was damaged. It is unk as to how long she had this issue on the meter and when she was able to last test on the meter. She also reported that she was treated by a medical professional, but there is no further info regarding that. It is unk if her blood glucose was tested by a medical professional and what treatment she received. She felt "jittery, sluggish, and faint". Her blood glucose was tested on another meter with a result of "170 or 180 or lower". During troubleshooting, it was determined that there was no misuse of the product. The pt does not use the controls to check the glucose meter according to the instructions. Based on the info provided, there is indication that the product has malfunctioned and that the event meets the criteria for a medical device reportable. However, there is insufficient info to suggest that the pt experienced injury due to the product. This case is reported as a meter malfunction due to the damaged test strip port. A replacement meter was sent to the pt.